Manufacturer narrative:
According to the facility, "masks exhibited improperly fused connection tubes, which contributed to patient desaturation post-surgery, resulting in a patient safety occurrence report (psor)." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "masks exhibited improperly fused connection tubes, which contributed to patient desaturation post-surgery, resulting in a patient safety occurrence report (psor)." No additional information at this time.